Event description:
The home patient (hp) called baxter (B)(4) and reported that on (B)(6) 2011 he was admitted to the hospital for peritonitis and hernia. There was no allegation of device malfunction. On (B)(6) 2011, the physician confirmed that the hp was admitted to the hospital for peritonitis and inguinal hernia. The physician stated that the events were resolving at the time of this report. Pd therapy was ongoing. Per the physician, causality was due to a break in aseptic technique and was not related to the pd therapy.

Manufacturer narrative:
(B)(4). The devices product codes involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.